Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed about 15 years ago (the date was unknown) at another hospital via tha. It was reported that the revision surgery was performed on (B)(6) 2020 by replacing the stem due to the dislocation. The surgery was completed, and it was unknown whether there was any surgical delay. The surgeon found like corrosion on the removed stem. There was no loosening of the stem and cement, no sign of infection. The condition of fixation was good. The surgeon requested investigation of component analysis of corroded parts. No further information is available.

Event description:
Additional information received indicated that the removal of the stem was caused by the clear zones that were found at the bone/cement interface in the calcar section which cause pain to the patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device could not confirm the reported allegation. The root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. Corrected: h3.